Manufacturer narrative:
Date sent to FDA: 10/12/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery on (B)(6) 2014 and mesh was implanted. She had a repair of a recurrent umbilical hernia on (B)(6) 2015 and mesh was implanted. It was reported that on (B)(6) 2016 the patient underwent removal of the mesh at (B)(6). Adhesions between the anterior wall, the hernia sac and an old piece of mesh were divided. There was a single loop of small with a filmy adhesion to the anterior abdominal wall. Once the adhesiolysis was completed, the old mesh was excised. No additional information was provided.